Manufacturer narrative:
Additional information: the surgeon is the only one reporting this problem as no other surgeon using the same system is experiencing it. A field service engineer (fse) visited the surgeon to observe procedures. The fse observed 17 procedures and the red mark in the surgeon¿s forearm did not occur. It was stated that when the surgeon wears the long sleeve surgical gown during the surgery the mark does not show but if he does not use it (long sleeve surgical gown) the mark shows up. It was discussed the possibility of the red mark occurring due to the cleaning products used to wipe the chair armrests. Based on the facts the surgeon agreed that this was a possibility, and he plans to cover the chair armrest with a sterile cloth. Upon review of all the available information there was no device misfire and this case is no longer considered a reportable event. The account confirmed that the reported issue was not linked to or caused by the johnson & johnson device. Therefore, this supplemental filing is to state that this event is not reportable per additional information received and no further information will be provided as issue was due to use error. H6 - type of investigation 4111. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. Corrections: based on the new information above the following corrections are being submitted: h6 - component code 4755. H6 - health effect - clinical code 4582 . H6 - medical device problem code - 3191 there is no indication the device had a problem based on the latest information.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Initial reporter telephone number: (B)(6). Device evaluation: the field service engineer evaluated the system and performed over 60 procedures using both a cone that was used during the incidence and a new cone using an infrared viewer used for observing laser - outside of the cone surface. No issues were observed and no shutter errors in logs either. After carrying out the femto standard service call checklist it was found that the system meets all jjsv specifications. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the system had created the flap, the surgeon felt a burning on his left forearm (left a large red mark) which he believes came from the ifs laser. The surgeon said he felt happy to continue to use the laser for the rest of the afternoon and the following day, even though a johnson & johnson representative advised against using the laser. There was no impact on the patients and no delays or treatment cancellations were reported. After follow up, we learned that the surgeon did not need any medical attention and the mark went away shortly after. No further details were provided.